Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), was experiencing sensing problems, an invasive procedure was performed, and the rate sensing portion of this endotak transvenous defibrillation lead (0064) was capped, while the shocking portion of the lead remains active. A new rate sensing lead was implanted.